Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). Charging re-education was attempted and troubleshooting steps were provided, however, the issue could not be resolved. Thus, the patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2026.